Manufacturer narrative:
Correction: h6 investigation findings.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that the liberty select cycler experienced m67 fluid temperature out of range alarm during setup. The patient called earlier and reset up. Room was 72 degrees. Fan on back of cycler was not blocked the fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment with manual exchanges. The new cycler has been received and is working well. The patient confirmed that the old one will be returned as scheduled. The cycler was returned to the manufacturer. Upon physical evaluation, evidence of thermal decomposition of a fuse located on the ac distribution board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Heater test failed. The heater would not turn on due to a blown f1 fuse on the ac distribution board. There were visual signs of thermal decomposition found on the f1 fuse on the ac distribution board during the investigation. There were no other visual discrepancies found during an internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that the liberty select cycler experienced m67 fluid temperature out of range alarm during setup. The patient called earlier and reset up. Room was 72 degrees. Fan on back of cycler was not blocked the fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment with manual exchanges. The new cycler has been received and is working well. The patient confirmed that the old one will be returned as scheduled. The cycler was returned to the manufacturer. Upon physical evaluation, evidence of thermal decomposition of a fuse located on the ac distribution board was identified.